Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/17/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any adverse consequences associated with the patient? Could you please indicate what the clinical consequences observed were in this surgery? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2025 and suture was used. The suture thread broke along its length during an inguinal hernia. Clinical consequences observed and measures and actions taken: all threads of this reference and lot have been set aside and will no longer be used because this thread is used for difficult and sensitive procedures. There were no patient consequences reported. Additional information was requested.